Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at lead changeout, an alert was received for output circuit damage. The device was explanted and replaced.